Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the patient underwent re-stabilization with an angular-stable plate system, replacement of the prosthesis with an un-cemented, long-stem prosthesis or the implantation of a proximal femoral replacement.

Manufacturer narrative:
Additional narrative: patient described ¿little pain.¿ device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate broke through the sixth distal locking compression plate combi-hole. The investigation included the inspection of the manufacturer documents, technical drawing and the raw-material inspection sheet of the supplier. The fracture surfaces (proximal fragment) of the plate were investigated by scanning electron microscopy (sem). The gold anodized plate is made of ti6al7nb (titanium alloy). The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The measurements were taken close to the fracture site. Macroscopic lines of rest are documented at the left fracture surface of the proximal fragment and are a sign for a fatigue failure. The right fracture surface of the distal fragment is completely abraded and therefore not suitable for investigation. When examining the fracture surfaces of the proximal fragment of the plate using sem, the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate at the transition to the hole on both sides and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed mainly at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. One fracture surface also revealed mixed fracture appearance whereas the other fracture surface only showed a small amount of mixed fracture appearance. The fracture characteristic then merges into an area with dimples. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to moderate alternating bending loads (one sided). Constantly alternating bending loads led to the fatigue of the material, then to a first crack and subsequently to the overload, resulting in the fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Date of event initially reported as (B)(6) 2014. Actual date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a lcp-df plate broke postoperatively. The event date was may 2014 (precise date is unknown). Reoperation was necessary. This complaint involves 1 device. This report is 1 of 2 for (B)(4).